Event description:
As reported for this event by the customer, during an unknown procedure the device lost half the light emitting diode (led) display and the gas stopped working. The device was turned off and removed from the room. The procedure was completed with a spare device kept in readiness in the hallway. There was no delay to the completion of the procedure. There is no harm or adverse impact to the patient. The user was experienced in the use of the device.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the display and gas issues could not be determined. Olympus will continue to monitor field performance for this device.